Manufacturer narrative:
During device evaluation at olympus, it was found the forceps channel was scratched and the nozzle was clogging. The nozzle was clogged with silicon-based black foreign matter, powder like white foreign matter, and fibrous white foreign matter. This event is under investigation. A supplemental report will be submitted upon receiving additional information or upon completion of the investigation.

Event description:
Additional information from the customer reported that the scopes and washing machines were cultured and inspected at the site. No other scopes cultured bacteria. Bacteria was only detected on one scope and was detected in cultures after washing several times.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results and information obtained from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and the scope was not used on a patient after the positive culture. During pre-wash, a suction pump was used to suck water from the forceps/suction channel and a pump was used to pump air/water into the air/water channel. There were no problems with the accessories used for manual cleaning. Manual cleaning was completed within one hour after the procedure. The scope did pass a leak test. The cleaning solution used for manual cleaning was unknown. The forceps channel, suction channel, air/water button, suction button, and forceps plug were brushed during manual cleaning. The oer-4 was used as the automatic endoscope reprocessor (aer). Endoquick was used as the cleaning solution and aceside was used as the disinfectant. The cleaning tube was connected to all channels when the scope was set in the aer. The disinfectant used was not expired and was within the effective concentration. The water filter had been replaced within the specified period and products that treat the rinse water were normal. After disinfection, an alcohol flush was done and the scope was wiped with a clean towel/paper. The scope was stored in a cabinet without drying function. During device evaluation at olympus, it was found the air/water nozzle was clogged and the clog was difficult to remove. In addition, evaluation found water tightness was not maintained due to perforation of the forceps channel, the curved rubber adhesive was missing, the curved rubber bond was cracked, the adhesive part of the objective lens had come off, the bending angle was insufficient due to elongation of the angle wire, the adhesion part of the lighting lens was cloudy, the grip was cut, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: 1) positive in the culture test it is likely that a leak occurred at the point of the device where bacteria were detected, which resulted in insufficient reprocessing. 2) scratches at the biopsy channel it is likely that the scratch was caused by interference with the endo therapy accessories, which resulted in water leak of the biopsy channel. However, the root cause of the subject event was unspecified. 3) nozzle was clogged (a black silicone-based material, a white residue-like foreign material, and a white fibrous foreign material) the component analysis of the foreign material clogged in the nozzle revealed that the black foreign material was organic silicone, the white powdery foreign material was silicic acid, and the white fibrous foreign material was cellulose. The following is included in the device IFU: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The forceps channel tested positive for escherichia coli when testing physiological saline that flowed into the forceps channel. The customer uses an oer-5. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device has been returned to olympus and the evaluation is in process. This event is under investigation. A supplemental report will be submitted upon receiving additional information.